Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and faulty pca,faulty blower and water ingress to sk blower was observed during device evaluation. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam. The device was returned and faulty pca,faulty blower and water ingress to sk blower was observed during device evaluation. There was no report of patient harm or injury. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice I recall notification related to the sound abatement foam in certain CPAP. Bipap. And mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam.there was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The device was returned and faulty pca,faulty blower and water ingress to sk blower was observed during device evaluation. There were also evidence of water ingress to sk blower.there was one error found. The manufacturer concludes that they could not confirm the customer's allegation and there was rust contamination in power connector and unit scrapped. Sections d5, d9, h2, h3, b5 corrected in this report.